Event description:
The pt's device reportedly stopped working. The pt was seen at the center for device eval. External equipment was exchanged. Testing performed confirmed the device was no longer functioning. The pt's device was explanted. The pt was re-implanted with another advanced bionics cochlear implant.